Event description:
The manufacturer was contacted because the site reported that the suspect device caused the user's wrists to become swollen. User's alleged that repetitive use up to 45 time per day of inserting and removing a test cartridge caused the incident to occur. The user is currently off work on medical leave. No other info is available at this time. A follow up will be sent when info becomes available from the site.